Event description:
It was reported that the patient reported when she had her generator replaced back in 2017 the physician also had to do a repair of the right atrial (ra) lead due to being fractured. No further information is known. At this time the lead remains in service. No additional adverse patient effects were reported.